Event description:
Nursing director called to inquire about a "near sentinel" incident with a pt on their services. The vent is a t-bird legacy at the home of a pt with congenital cytomegalovirus (cmv), quadriparesis and psychomotor dysfunction. The pt was on setting of simv 10, vt 280, pip 30, peep 6, pressure support of 14, sensitivity of 3. Alarm settings were high pressure 36, low pressure 10, low exhaled minute volume (0.1) with an apnea of 20 sec, high rr set at 70. Pt does have spontaneous breathing, is placed on the vent at night by the family member. According to the nursing director, family member placed patient on ventilator. Patient became swollen, red and purple. Family member placed call to company's tech support hot line and said that the person they spoke to told family member to call the dme company, no nurse was around at this time. At 2200 that evening, the patient was admitted to the emergency room with the diagnosis of pneumothorax. Patient is still hospitalized at this point. The vent is still at pt home per nurse. The therapist told the facility that the problem was the exhalation diaphragm was not seated well. Rep took this call on sunday on the after hours phone. Rep suggested to the family member to place the patient on the back up ventilator after family member told rep they didn't know anything about the vent to trouble shoot.